Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6), 2022 retainer ring = clear. On (B)(6) 2021, the customer alleged was on the emergency room for high blood glucose, diabetic ketoacidosis and insulin pump under delivery. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No under delivery anomaly noted during testing. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and broken belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of (B)(6), 2021, there is no unexpected alarms/suspends and found two bolus deliveries that the customer manually programmed at 03:50:28 of 10.95u and 17:59:06 of 11.2u. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose, diabetic ketoacidosis. Customer alleged for the insulin pump under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill test to reservoirs. No air bubbles and no leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leakage. Connected to a new infusion set; installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and not air bubbles (did not continue dripping insulin after test). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 800 mg/dl. The customer current blood glucose level was 61 mg/dl. The customer was treated with was taken to the hospital and received insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery due to high blood glucose. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer performed displacement test and it was passed. The insulin pump will be returned for analysis.